Event description:
Additional information was received that the cause of the resistance/pushwire kink/premature detachment was not determined. Catheter resistance was encountered in the middle and distal sections. The coil came out of the introducer sheath smoothly. There were no is sues that resulted in the damage that was found. This was the 1st coil and after this, 7 coils were implanted with a headway-17 microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment for a ruptured aneurysm in the left posterior communicating artery using aneurysm coiling, there were several issues encountered with the echelon-10/90 microcatheter and axium frame complex coil. The physician experienced difficult navigation of the microcatheter and resistance while pushing the coil. The coil prematurely detached inside the microcatheter and became stuck in the middle and distal parts of the catheter. Additionally, there was a bend at the proximal part of the coil's pusher wire, and the pushwire was bent or broken. The coil was eventually lost after being flushed out of the microcatheter. The access vessel was the left internal carotid artery with a diameter of 5.2 millimeters, and the aneurysm was saccular with a maximum diameter of 9.6 millimeters and a neck diameter of 2.5 millimeters. The vessel tortuosity was minimal, and blood flow was normal. The physician initially attempted to use the echelon-10/90 microcatheter but switched to the headway-17 microcatheter, which successfully navigated into the aneurysm. Despite the resistance, the physician attempted to push the coil, which led to its premature detachment. The detached coil was flushed out of the microcatheter, but it was lost and could not be recovered. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered during the procedure.

Manufacturer narrative:
Continuation of d10: product ID 190-5091-150 (lot: b642231); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition (condition of returned device): one echelon-10 micro catheter and one axium prime coil were returned for analysis within a shipping box; within their opened outer cartons; the echelon-10 micro catheter within its opened inner pouch and protective tray and the axium prime coil within a dispenser track. The axium prime coil was returned within introducer sheath. Visual inspection/damage location details: the actuator interface was found to be attached to the coupler tube and the break indicator was found to be intact. There appeared to be no evidence of mechanical detachment using an instant detacher at this location. The axium prime pushwire was found to be bent at ~61.1cm and kinked within introducer sheath at ~138.6cm from proximal end. The coin was found to be still against the lumen stop. The shield coil was found intact. The implant coil was found broken and not returned. No other anomalies were observed. Testing/analysis (including sem reports): the axium prime coil was unable to be used for resistance testing due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed. No damages were found with the returned echelon-10 micro catheter that would have contributed to the reported resistance. Possible contributing factors to ¿catheter resistance¿ include the use of an incompatible device, failure to prepare the ancillary devices prior to use, and insufficient catheter flush. The root cause could not be determined. Based on the analysis performed, the customers report of ¿premature detachment¿ was unable to be confirmed as the axium prime coil was found to be broken and not detached. Possible causes for coil break is user advances the coil against resistance. Based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ could not be confirmed as the axium prime coil could not be used for resistance testing due to its damaged condition. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include fail ure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017¿. Per axium prime coil IFU (instructions for use): ¿axium prime coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands.¿ therefore, the echelon-10 micro catheter was found to be compatible for use with the axium prime coil and can be ruled out as a potential cause. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.